Event description:
The hcp reported, the patient had a refill 6 days ago and started having increased spasticity, spasms, and itchiness 4 days ago. The pump had been infusing compounded baclofen 435 mcg/day at 2000 mcg/ml. There had been no volume discrepancy. The hcp cleared the catheter and did a dye study which showed good perfusion. A follow up report will be sent when additional information is received.